Event description:
It was reported that the balloon was removed naturally 3 days after placement, and the water in the foley catheter balloon had disappeared.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first one shows a top view of a 2 way all silicone foley catheter, with the balloon inflated. The next two photos zoom into the inflated balloon and the catheter's cap (ngfs0696). The last two photos show the product packaging: 165814 lot ngfs3064. Received 1 all silicone foley catheter. The balloon was received partially inflated. The solution was removed using an inhouse syringe. The balloon was inflated with inhouse syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was within specification and the catheter rested with no leaks. The inhouse syringe was connected and the balloon passively deflated in under 5 minutes however cuffing was noted. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a label and device history review were not required, however the DHR was performed before the sample evaluation was completed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was removed naturally 3 days after placement, and the water in the foley catheter balloon had disappeared. Per investigator's notification received on 03apr2025, it was reported that balloon mushroomed was found during sample evaluation.